Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was unknown. Customer had changed the batteries. Call was disconnected. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No connector isolated tape damage noted on lcd board. All operating currents are within specification. The insulin pump received without belt clip unable to confirm damage. The insulin pump received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window and cracked case.

Manufacturer narrative:
The customer has called back to obtain a replacement insulin pump due to blank display. The customer did not trouble shoot for the blank display stating that she has tried in the past, stating the display did not return. The customer was advised to discontinue the insulin pump; the customer stated has been in injections since the initial call. The customer has agreed to return the insulin pump for analysis.